Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
Reportedly, after using the programmer 5 minutes in the office, the screen froze, the following has happened: clicking the orange button has prompted the message telling that the session had to be terminated, but the screen was still frozen after waiting for some time. Then, ctrl+alt+del has been used, login off, but the system didn't go back to the user interface, so finally the power cord had to be unplugged. When plugging back the cord and booting up the system again (it has remained more than 30 s with a black screen), the programmer was permanently displaying the [?]initializing' message. Ctrl+alt+del has been used, login off, and returning to the initializing screen, but in this case with the sand clock, and then ctrl+alt+del was not recognized, so it has been unplugged from the power cord again. F8 action has been performed, and now the system seems to work properly (after 20 min been switched on).

Event description:
Reportedly, after using the programmer 5 minutes in the office, the screen froze, the following has happened: clicking the orange button has prompted the message telling that the session had to be terminated, but the screen was still frozen after waiting for some time. Then, ctrl+alt+del has been used, login off, but the system didnt go back to the user interface, so finally the power cord had to be unplugged. When plugging back the cord and booting up the system again (it has remained more than 30 s with a black screen), the programmer was permanently displaying the initializing message. Ctrl+alt+del has been used, login off, and returning to the initializing screen, but in this case with the sand clock, and then ctrl+alt+del was not recognized, so it has been unplugged from the power cord again. 4. F8 action has been performed, and now the system seems to work properly (after 20 min been switched on).